Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2014 with the following findings: due to internal moisture contamination, the pump was unresponsive. A review of the pump¿s black box data could not be conducted due to the unresponsive pump. There was visible evidence of moisture behind the display lens. The leak test failed due to an audio bolus button leak. The pump was opened and evidence of moisture was observed on internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.